Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was evaluated and the allegation was confirmed. The root cause was determined to be caused by a potential patient misuse. No injury or medical intervention was reported. The product was evaluated. The device was visually inspected and passed. A voltage test was performed and it failed due to no voltage. Cloud/share data was available. The log was downloaded and reviewed and signal loss was found within the investigation window. The allegation was confirmed. The root cause is a potential patient misuse.